Manufacturer narrative:
Internal report reference number: (B)(4). B2: adverse event report is being submitted due to customer contacting doctor due to meter error message. Meter and test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-030: user applied blood to strip before inserting strip into meter. Note: manufacturer contacted customer in a follow-up call on 14-aug-2025 - able to establish contact with customer who stated she had contacted the doctor since the last call. Doctor advised to continue to stick to her diet and if she is having any symptoms to call them.

Event description:
Consumer reported complaint for error message (e-3). The customer feels well and did not report any symptoms. Customer stated she will contact her doctor to let her know what is going on with the meter. During the call, a blood test was performed by the customer and produced e-3 error message using true metrix meter. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 08/21/2026 and open vial date is 2 days ago. .